Event description:
It was reported that during an unknown procedure, after performing the normal test successfully, the fcs17 started to "bip" very often (like when the jaws were overloaded). There was no error code on the generator. The rep mentioned that sometimes she heard the normal "bip" of the generator and this continuous "bip" at the same time. Curiously, the problem was not as present when the device took big bites of tissue. When the amount of tissue between the jaws was very thin, the problem was more present. They tried two devices with the same lot number and had the same result. The surgeon did not manage to finish the procedure with focus because of time issues and bleeding. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested, but not yet received

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.